Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device shows strange values. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the display is scrambled when powered on and when attempting to obtain measurements. Upon further evaluation, foreign contamination was found on the system board and technology board, which caused the scrambled display. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event., corrected data.